Event description:
Procedure: laparoscopy. According to the reporter: dr (B)(6) has used for years - the reload (needle) dropped off the endostitch unit twice and was difficult to toggle from one side to the other side. No problems caused other than surgeon frustrated and wants to know why it happened. No unanticipated tissue loss. No unanticipated ext for incision. No unanticipated blood loss more than 500 cc. No delay over 30 minutes. The endostitch reload came off and was retrieved quickly within the abdomen. Device fragment was not left in pt.

Manufacturer narrative:
(B)(4).